Event description:
Complainant alleged that the clinicians were attempting to pace a patient (age and gender unknown), but the device failed to capture the patient's heart rate. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.